Manufacturer narrative:
Reference record 1680087. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In mid (B)(6)2020, the patient experienced stoma site redness with pus, blood, pain, and stoma site was larger than in appearance with no fever. The patient was treated with an unknown antibiotic for 14 days and topical bacitracin. An xray on (B)(6) 2020 revealed correct tube placement.